Event description:
CT images which were postprocessed on the magicview 1000 workstation using the mirror/flip function and subsequently forwarded for display to cerner proview viewing station had their left/right markers reversed.